Manufacturer narrative:
Corrected data: d4 ¿ UDI. One device was received for evaluation. Visual inspection found a cracked top case and plunger case. There was no evidence in the event history log. Functional testing was able to duplicate the reported problem. It was determined that customer mishandling was the root cause. The plunger assembly, ear clip, bottom case, and top case were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the device had damaged hardware within plunger assembly, top enclosure cracked/missing plastic. The event occurred during testing, there was no patient involvement.